Event description:
It was reported that the patient had a system error 2240 (air in line) on the homechoice (hc) device during dwell 1 of 5, while the hp was connected. During troubleshooting, it was found that the clamps were open on all the lines, including unused lines. The technical service representative (tsr) explained to the hp that clamps on unused lines should be closed. The tsr assisted the hp in removing the cassette and advised the hp to start over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, open clamps on unused supply lines were reported and are a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.